Event description:
The manufacturer received information alleging that a trilogy ev300, intl device's on/off key was not working during a routine check. There was no harm or injury reported. The device was not reported to be in patient use. During the diagnostic evaluation of the trilogy ev300 device performed by a manufacturer engineer, it was determined that the device's front panel required replacement. The system pca was originally replaced, but the on/off key problem was not resolved. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or affects the associated medical device reporting, a follow-up or supplemental report will be submitted.

Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.